Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech found the casters had flat spots and cracks due to their age. The tech replaced the casters to repair the stretcher.